Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered one shock due to atrial fibrillation with rapid ventricular response. It was decided to not perform any programming changes. This device remains in service. No further adverse patient effects were reported.